Event description:
The event occurred in china during patient treatment. It was reported that during cardiac surgery, the pressure of the extracorporeal circulation machine's main pump was -200 mmhg, causing the main pump to stop. After medical staff handled the situation and reset the equipment's operating mode, the machine started working again and the surgery proceeded normally without causing harm to the patient. Since the pump stopped during patient treatment a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china during patient treatment. It was reported that during cardiac surgery, the pressure of the extracorporeal circulation machine's main pump was -200 mmhg, causing the main pump to stop. After medical staff handled the situation and reset the equipment's operating mode, the machine started working again, and the surgery proceeded normally without causing harm to the patient. As confirmed by the getinge field service technician the customer was using a third party pressure sensor (not manufactured by getinge). Which is clearly prohibited in the hl20 instruction for use. The hl20 in question did not report any errors. However because the customer had no getinge pressure sensor it was not possible to confirm full functionality of the hl20. Further investigation is ongoing. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043267.